Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that prior to use with a polyflux 140h, particulate matter in the cap was observed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h3, h6 and h10. H10: the actual device was not available for evaluation, however two pictures were provided for evaluation. The visual inspection of photo one showed the wet product during priming with a dark particle visible inside the header area. The reported condition was verified. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.